Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that the patient stated she did not use her ins all the time, it did not work for her. The patient stated the ins could raise her out of her chair, but it did not help with her pain/agony. The patient stated she had pain down around her waist and around the back of her legs. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the consumer 2019-07-25. It was reported the ¿device was crazy and not working.¿ the patient reported she could not charge the ins because the ins was dead. The patient reported that she was in pain, and therefore she suffers daily and the ins never worked. The patient reported that one time she let the ins battery deplete and had to get the ins jumpstarted. The patient did not know when this issue occurred. Physician listings were sent. No further complications were reported/anticipated.